Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was replaced due to the patient's high defibrillation thresholds. During this procedure a high lead impedance measurement was observed and the paitent received an inappropriate shock.